Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported system over temp alarm issue. The fse inspected the and did not see any alarm in the logs indicating the issue. Unit passed all functional and safety test per factory specifications and the unit was approved for clinical use and returned to the department. A supplemental report will be submitted upon completion of our investigation. The full event site name is: (B)(6)medical ctr ((B)(6)).

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) gave an over temp alarm. No patient harm, serious injury or adverse event was reported.